Event description:
It was reported that the user experienced decreasing blood glucose with a nadir of 75 mg/dl after feeling disoriented and confused, and no low-glucose alerts were observed on the system; the episode occurred after sweet bread and milk intake and followed a recent supply change during which the user could not confirm steps intended to prevent unintentional insulin delivery. Symptoms included confusion consistent with hypoglycemia. Outcomes included on-call coaching to ingest additional carbohydrates and continuous monitoring by support until the user stabilized, with no ems dispatch and no hospitalization. Investigation included review of device alerts and real-time troubleshooting education regarding carbohydrate intake and steps to avoid unintended insulin delivery during supply changes. Investigation of this case revealed no device low-glucose alerts during the event and uncertainty regarding the supply change procedure, with the clinical picture aligning with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.